Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited high capture threshold and high pacing impedance over time. The patient was asymptomatic to the event. The lead was explanted and replaced. Patient was in stable conditions during and after the procedure.